Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012501234 was returned and analyzed. The array pebax tube was damaged at the junction of the proximal arm and dual lumen and the nitinol ball was dislodged outside the dual lumen. The shape of the catheter array was inverted, and the proximal arm rolled up over the guidewire lumen at the dual lumen junction. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. Optical inspection at high magnification revealed the nitinol ball was dislodged out side the dual lumen no evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed, no error 2000 (catheter electrical current error) has triggered. Electrical continuity test revealed intact electrode wires without any detachment or breakage. In conclusion, the reported issue (array inverted) was confirmed through analysis. The catheter failed the returned product inspection due to damage at the junction of the proximal arm and dual lumen and the nitinol ball was dislodged, and the nitinol array wire was detached from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after four pulmonary vein (pv) treatments, when attempting to pull the loop catheter back into the sheath the array was turned inside out and a "balling phenomenon occurred." A guidewire was inserted into the loop catheter to the tip and the catheter was slowly pulled back into the sheath which improved the "balling phenomenon." The loop catheter was removed and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.